Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device does not pass the power tests performed by metrology laboratory. At the customer's request, the case was canceled. No further information was provided by the customer. The device remains at the customer site and no further evaluation is warranted at this time. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer declined service and requested the case be closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the efficia dfm100 defibrillator did not pass the power test. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.